Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a fluid loss in the system caused by a hole. Its location and source were not detailed. The cuff and balloon were removed and replaced. There were no patient complications reported.